Event description:
It was reported that the trek balloon was opened and inserted as usual. Once the balloon was inflated, it was noted that the balloon only had one marker. The specifications on the packaging were checked and the diagram shows two markers on this size. The computer software "stent boost" was unable to be used as the balloon only had one marker and the machine was unable to calibrated. A non-abbott device was used instead. There were no reported patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Balloon marker placement is performed during the manufacturing process. Tungsten markers are fused onto the inner member and 100% of all products are inspected for proper marker placement. These balloon markers aid in the proper placement of the balloon in the anatomy. According to the rx trek product specification all trek balloon catheters with a 6mm in length balloon only have 1 balloon marker that is centered in respect to the distal and proximal balloon shoulders; therefore there does not appear to be a product quality deficiency in respect to the physical product. An inconsistency was noted during review of this devices labeling. Manufacturing has been notified of the inconsistency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.